Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the versalok anchor came apart whilst the surgeon was attempting to insert it into the bone hole. The "peek" portion of the anchor was not found, the surgeon looked around in the joint space for it and did not see it, however, they cannot account for its whereabouts. Outside of this, the procedure was completed successfully without further incident or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.